Event description:
Caller reported pump malfunction, and there was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections (mdi) as backup therapy while a replacement pump was arranged. A replacement pump was sent to the customer.